Event description:
Reportedly, the device was found in standby mode in post implant check and normal behavior was observed after re-initialization. In addition spontaneous rhythm of the patient was high. Note that the electrocautery has been used during the implantation procedure.

Event description:
Reportedly, the device was found in standby mode in post implant check and normal behavior was observed after re-initialization. In addition spontaneous rhythm of the patient was high. Note that the electrocautery has been used during the implantation procedure.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.